Event description:
Patient reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b.

Event description:
Physician confirmed left side deflation and exchange. Physician additionally reported "calcified capsule" via op. Report.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., h.6.

Event description:
The device has been explanted.